Event description:
A report was received that a patient had previously undergone a procedure, and the pt's lead was cut and left implanted. The pt is now experiencing a burning sensation at the pocket site.